Event description:
It was reported that an unspecified malfunction alarm occurred. The customer's blood glucose level at the time of the issue was 8 mmol/l, which is within the normal range. Technical support arranged to replace the pump while confirming that the customer, whose pump was still under warranty, would use multiple daily injections as a backup therapy to maintain insulin delivery. The customer was also instructed on how to store the faulty pump before returning it with a pre-paid label within ten days.